Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) along with the competitor¿s right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance measurement. Attempts to obtain additional information was unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.